Event description:
Physician used angiojet to treat 78 yr old, 370+ lb, male with severe bilateral pulmonary embolism. Pt was unstable, coding on and off all night. Treatment of left pulmonary artery went well with angiographic and clinical improvement; oxygen saturation increased, but blood pressure was still low even with balloon pump and epinephrine drip. In treating the right pulmonary artery, perforation occurred with massive extravasation of contrast material and bleeding into et tube. Per physician, cause of perforation unk; could be from guide catheter, guidewire, angiojet catheter. Pt expired. Total procedure time is approx 1.5 hrs. Total angiojet volume infused was 720cc. Pmi clinical specialist reviewed films: the right hand side showed a dilated vessel - fragile.